Manufacturer narrative:
The patient was reported to have sustained an impact resulting from a fall in the early postoperative phase. The significance of the impact in the resultant outcome is not known. Radiographs were received confirming that both rods had pulled out at s1. A revision procedure was completed on (B)(6) 2015. The devices were returned and evaluated; physical markings on the devices indicate that the user selected a rod shorter than required for the construct. Review of labeling notes: warnings cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Care should be taken to insure that all components are ideally fixated prior to closure."

Event description:
On (B)(6) 2015 a male patient underwent a posterior lumbar fusion at t9-s1. Patient sustained a fall in the immediate post-operative period. The rods reportedly separated at s1 bilaterally. On (B)(6) 2015 a revision procedure was completed in which the rods and lock screw were replaced. No patient injury was reported.